Event description:
The bite block used to prevent the patient from biting on the endotracheal tube was found in the patient's laryngopharynx while the nurse was performing oral care after the patient had already been extubated. It appears to have slipped down into the back of the throat without staff being aware. The patient developed stridor that resolved after the device was removed.